Event description:
Healthcare professional reported rupture. This record relates to the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, opening assessed as unidentified (tear) . (Shell thickness was within specification). No additional observation.

Event description:
Healthcare professional reported rupture. This record relates to the right side. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported rupture. This record relates to the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual evaluation:device photograph(s) for the device related to the reported event rupture was requested on 09-january-2024. Lot number 2161962 can be observed on the device. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Clarification to e.1. Country: "treating healthcare professional is in germany and patient is living in germany. Implanting and explanting surgery was performed in czech republic." Correction to g.3. Aware date of initial medwatch. Aware date should have been listed as 7-nov-2023. Continued h.10. Related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2023-19675. All information has been consolidated into this report. Additional, changed, and/or corrected data: a2, a6, b3, b5, b6, e1, e2, e3, g2, h10, h11.

Event description:
Patient reported right side pain and rupture. Patient later reported right side implant was "defective and had leaked in the capsule", "stinging", "pressure hypersensitivity of the nipples", and "fear every day" that implant could leak again. Healthcare professional confirmed right side rupture. The device has been explanted and replaced with a non-allergan device.